Manufacturer narrative:
Initial reporter: the contact¿s name or phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: product code: the product brand name was documented as 11 cm angle attachment in the initial report. The product brand name has been updated to 11 cm qd angle attachment, g1. Product code: the product catalog number was documented as qd11 in the initial report. The product brand name has been updated to qd11-g1. The 510k number was documented as (B)(4) in the initial report. The 510k number has been updated to (B)(4) to reflect the change. Additional information: the surgery was completed. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing on the device had failed, which resulted in overheating of the device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a buildup out of the bearing, exacerbated by insufficient cleaning of internal contamination after clinical procedures, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device overheated after a few minutes of use. According to the reporter, the surgeon could not hold the device. It was not reported if there were and delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.